Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported postoperative bleeding could not be determined. The instructions for use lists bleeding and cardiac tamponade as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015, the patient experienced orthostatic hypotension while ambulating. The patient's mean arterial blood pressure decreased to 53mmhg and the lvad flow decreased from 5 liters per minute (lpm) to 3lpm. The patient also reported feeling incisional chest pain. The patient was on aspirin, coumadin, persantine, and trental for anticoagulation at the time of the event. Transesophageal echocardiography showed compression of the right atrium and right ventricle from a loculated fluid collection. The patient was taken to the operating room for chest exploration and signs of tamponade, and large amounts of blood and clot under pressure were evacuated from the anterior mediastinum. It was reported that the event was related to mediastinal, chest wall, and pump pocket bleeding. The patient required five units of packed red blood cells and three units of fresh frozen plasma throughout the duration of the event. No further reports of bleeding have been received.